Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection no physical damage. Review of the event history log could not confirm any record of reported issue. Functional testing could not replicate the reported issue; however, confirmed error 1310 was displayed during self-check. The root cause could not be determined; however, possibly due to user not using the device with the battery inserted for a long period of time. Software was re-installed preventatively. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited an unknown error. It is unknown if there were any adverse patient effects.